Manufacturer narrative:
Product event summary: it was reported that according to log files two batteries were faulty. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log files covering the event date were not available for analysis. As a result, the reported event could not be confirmed as the batteries performed as expected and log files were not available for analysis. No failure detected; the batteries performed as expected and log files were not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2015-01-31 UDI #: asku, mfg date: 2014-01-01, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that upon log file review two batteries had critical battery alarms. The batteries were exchanged. No patient c omplications have been reported as a result of this event.